Manufacturer narrative:
E1 - country: australia e1 - zip/postal code: (B)(6) investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user: "passing endoscope over a previously placed band may dislodge band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a esophageal ligation procedure for bleeding varices, the physician used two cook 6 shooter saeed multi-band ligators. It was reported that when the device used and setup by the proceduralist, the band fell off and took tissue with it causing the bleed to become more severe. Thinking it was simply that one with the issue, the staff opened a second box with the same lot number and had the same issue. Staff then had to use a different lot number with no issue reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed.. Two empty boxes from the lot number provided in the report were returned. Additionally, 3 sealed devices from the lot number in the report were returned and evaluated. Sealed devices #1 - 3: our laboratory evaluation of the products said to be involved could not confirm the complaint as described, the devices functioned as intended. All components were included with the devices. The devices were functionally tested. The multi-band ligator devices were attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. It was observed that the bands constricted and functioned as intended, the bands did not slip off the varices after deployment. A visual examination of the devices was performed. Both trigger cords were examined, and all twelve deployment beads were present on each device. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cords on the devices were measured between the knots and were within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: sealed devices: our laboratory evaluation of the returned, sealed devices could not confirm the report. The bands deployed, constricted, and did not slip off the varices as expected. Used devices: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user: "passing endoscope over a previously placed band may dislodge band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a esophageal ligation procedure for bleeding varices, the physician used two cook 6 shooter saeed multi-band ligators. It was reported that when the device used and setup by the proceduralist, the band fell off and took tissue with it causing the bleed to become more severe. Thinking it was simply that one with the issue, the staff opened a second box with the same lot number and had the same issue.. Staff then had to use a different lot number with no issue reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.